Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3/ s3u/ s3ur IFU was reviewed. Warnings include, 'accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism', 'valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation'. Potential adverse events include, 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', paravalvular or transvalvular leak', and 'valve regurgitation'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for central regurgitation, leaflet-motion restricted-in patient, leaflet thickened/halt were unable to be confirmed due to unavailability of medical record and/or provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'an unknown time post-implant of a 23mm sapien 3 ultra valve in the aortic position, the valve required intervention due to severe central regurgitation. The patient was experiencing shortness of breath. A valve in valve was completed successfully. It's also noted there could have possibly been halt. The left coronary side leaflet looked thick and not as mobile'. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus), or thrombosis (formation of blood clots on the valve). Due to insufficient information, a definitive root cause is unable to be determined at this time. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the reported event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, thickened leaflets may impact leaflet function and result in suboptimal coaptation, leading to a reported central leak. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), an unknown time post-implant of a 23mm sapien 3 ultra valve in the aortic position, the valve required intervention due to severe central regurgitation and possible halt as the left coronary side leaflet looked thick and not as mobile. The patient was experiencing shortness of breath. A valve in valve was completed successfully.